Event description:
Sc2000 locked up during an exam. The staff was unable to restore system functionality. The patient exam had to be rescheduled. This occurred during a stress echo exam and there was no injury to the patient.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The root cause of this issue was due to the failure of the mpi first which then caused the psm fuse f102 to blow. Reference# (B)(4).